Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that during a procedure, the surgeon tried to use a 1.5 screw of 14 mm. When putting it in the screwdriver he saw there was no hexagonal pattern in the screw head. The whole inside is a smooth circle. The screw was not used. There was a fifteen (15) minutes delay in surgery time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The screw has not been used yet. Based on the specifications a hex drive is required for the screw. But there was no hex drive but a smooth circle hole in the screw head. All dimensions, relevant for the function of the product were measured; one further parameter did not fulfill the specifications. Based on this the complaint is rated as confirmed and also as valid from the point of view of the manufacturing site. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.